Event description:
The patient reported having been in a car accident. The patient thought that one of the leads may have become disconnected. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.